Event description:
Attempt to insert IV and missed, IV needle would not retract. Button that retracts needle appeared to be stuck. After IV catheter and needle taken out together, needle retracted after catheter taken off.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.